Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported prior to placing the ventilator onto a patient, the screen went blank, and the device shut down and began alarming.there was no reported patient harm as a result of this malfunction.

Manufacturer narrative:
To date no patient information has been received from the customer.